Event description:
It was reported that just over a year after vns implant, high impedance was seen. The patient underwent revision surgery. Generator data download was decoded and reviewed, and the impedance history was determined. Device history record was reviewed for the suspect lead. The device passed all quality control measures and no unresolved nonconformances were found prior to distribution. The explanted devices have not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
The suspect device was received and is pending completion of product analysis.

Event description:
Product analysis was completed on the suspect device. The reported high impedance/lead break allegations were not duplicated in the pa lab. Corrosion was noted on the connector pin. As-received, the connector pin did not appear to be fully inserted into generator header. Additionally, the location of the single setscrew mark at the end of the connector pin indicated that the connector pin was not fully inserted. The suspect connector pin was inserted into a representative generator header with no anomalies that would inhibit proper pin insertion. Note that since a portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions. Generator product analysis was completed, and the generator performed according to all functional specifications. No additional relevant information has been received to date.

Event description:
It was reported that just over a year after vns implant, high impedance was seen. The patient underwent revision surgery. Generator data download was decoded and reviewed, and the impedance history was determined. Device history record was reviewed for the suspect lead. The device passed all quality control measures and no unresolved nonconformances were found prior to distribution. The explanted devices have not been received by the manufacturer to date. No additional relevant information has been received to date.